Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was returned for evaluation. The pusher was received in multiple pieces. The distal section of the pusher was intact. The heater coil appeared undamaged and the stretched resistance wire within the ID of the body coils was not broken. The pusher was broken at the hypotube. The fracture occurred on the hypotube just proximal of the transition zone/black pet. At the point of fracture, both ends of the hypotube appear to have been kinked prior to breaking. The hypotube ends are flared and pinched at their respective ends. The reported complaint details stated that the implant had already been detached; during the retraction of the pusher, the pusher became stuck and the pusher broke while pulling back. Based on the provided information and the product analysis, the complaint was confirmed. The investigation findings are consistent with the application of excessive force that occurred during the manipulation of the device post detachment, which exceeded the tensile strength of the device/materials. The device was used during the same procedure as was reported in MFR report# 2032493-2017-00217.

Event description:
It was reported that during a balloon assisted treatment for a ruptured anterior communicating artery aneurysm, multiple attempts were made to detach the coil; however, the coil did not detach. Upon removal, the pusher coil stretched and then unexpectedly detached in the aneurysm. The coil was left implanted in the aneurysm. No intervention was performed. There was no reported patient injury. The patient was discharged with no neurological deficits and normal vitals.